Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an unresponsive esc button. The customer's blood glucose was 450 mg/dl. The customer could not recall any significant events leading to the keypad issues. Customer was able to verify that the time was advancing on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with esc button unresponsive due to lcd keypad connector unlocked. We were unable to verify low reservoir alarm or perform the self test, unexpected restart error test, displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to button keypad anomaly. However, the insulin pump passed stop current test. The insulin pump had a cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, minor scratched and cracked display window.